Event description:
The customer contacted stryker to report that their device would power on by itself. As a result, this could lead to early battery depletion and the device may not be able to power on when needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the reported issue. The customer received a replacement device. The device was not returned to stryker for further evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would power on by itself. As a result, this could lead to early battery depletion and the device may not be able to power on when needed. There was no patient use associated with the reported event.